Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "bright flash" was observed at the fiber tip at 109,949 joules of use; it was additionally reported that there was minimal fiber tissue contact and proper bladder irrigation was maintained. The procedure was completed using a second fiber. Pt outcome: "ok, no harm to pt".

Manufacturer narrative:
Fiber analysis: the fiber cap was found to have a circumferential fracture of the glass cap at the fiber / cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap and severe devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laster systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber cap condition may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation / user handling, due to anatomical / procedural factors encountered during the procedure.